Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was treated with intravenous fluids of saline and insulin, and a supply change was performed. Customer was discharged the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.